Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage and unspecified failure mode could not be determined. The reported patient effects of hematoma, hemorrhage and swelling are known inherent risks of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Literature attachment: preclosure of femoral vein access site with the suture-mediated proglide device during mitraclip implantation.

Event description:
It was reported through an article identifying a proglide device that may be related to the following: preclose of the right femoral vein with proglide used for access with the 24f guiding catheter was performed in 72 patients that may be related to the following adverse patient effects of blood transfusion, hematoma, lymphedema, gastrointestinal bleeding, hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article, titled "preclosure of femoral vein access site with the suture-mediated proglide device during mitraclip implantation".